Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly.

Event description:
The customer reported a blank display that was not resolved by troubleshooting. The reported blood glucose reading was 300 mg/dl. Advised that the insulin pump would be replaced. Nothing further was reported.